Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the spo2 reading is not consistent during setup. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
E1 reporter address: (B)(6). Remote analysis and troubleshooting were performed by philips service personnel. During the investigation, the philips field service engineer (fse) guided the customer to verify the spo2 waveform settings. The waveform scale was adjusted, and the monitor readings were subsequently observed to be stable and consistent. The unit was confirmed to have returned to good working condition. Based on the results of the analysis, the product was determined to be operating within specifications. The reported issue was attributed to the use of an incorrect setting, and the issue was resolved by correcting the setting configuration. A review of the service history for this device identified no recurrence of the reported problem.